Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - observed during analysis. Analysis revealed that the device's rf module was found to be anomalous.

Event description:
This report is to advise of an event observed during analysis.